Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one in. Pact admiral paclitaxel-eluting balloon catheter was used to treat the sfa artery of the right leg. A complete se peripheral stent was also used during the procedure to treat persistent residual stenosis. Approximately 7 .5 months post index procedure 2 pacific pta balloons were used to treat the right sfa. Approximately 12.5 months post index procedure 2 pacific pta balloons, 3 in. Pact pacific deb and 1 scuba stent were used to treat the right sfa. Approximately 17 months post index procedure the patient expired, cause unknown. Investigator indicated that the event was not related to the study device or procedure.